Event description:
It was reported that a pt underwent a coronary artery bypass graft procedure in 2009. The surgeon noticed the needle appeared to be thicker/more square than the usual round bodied needle. As a result of using this needle, there were larger needle puncture holes, which resulted in excessive bleeding, and later required the pt to return to the operating room due to the continued bleeding for resuturing. Currently, the pt is stable.

Manufacturer narrative:
Bleeding. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.